Event description:
It was reported that a patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) was admitted to the hospital after receiving an inappropriate shock. Review of the episode noted oversensing of noise and small amplitude measurements. The s-ICD was reprogrammed to the alternate vector and remains in service. No adverse patient effects were reported. New information received indicates that the patient received another inappropriate shock. Troubleshooting was performed and noise was able to be reproduced in primary and alternative sensing vectors. X-rays confirmed appropriate system placement. The device was reprogrammed to primary with a 2x gain. If this does not resolve the issue, the physician will consider a transvenous system instead.